Event description:
Same case as MDR ID 2134265-2018-63599. It was reported that a pericardial effusion was experienced. During an ablation procedure with an intellamap orion catheter and an intellanav mifi open-irrigated ablation catheter, at least an hour after the orion was removed and approximately 1 hour of ablation was done, a pericardial effusion was noted. 50 cc of blood was aspirated when the blood pressure dropped to 50. The patient stabilized very quickly and remained stable to date. The procedure was completed. No further patient complications were reported.

Event description:
Same case as MDR ID 2134265-2018-63600 it was reported that a pericardial effusion was experienced. During an ablation procedure with an intellamap orion catheter and an intellanav mifi open-irrigated ablation catheter, at least an hour after the orion was removed and approximately 1 hour of ablation was done, a pericardial effusion was noted. 50cc of blood was aspirated when the blood pressure dropped to 50. The patient stabilized very quickly and remained stable to date. The procedure was completed. No further patient complications were reported. It was further reported that the suspected cause of the pericardial effusion was the ablation catheter. There was also some difficulty maneuvering the catheter within the rvot as the physician was a first time user.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 09:00 am CT. The report number is being corrected from: 2134265-2018-64565 to: 2134265-2018-63600.